Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return.  If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the sigmoid colon during an colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was properly positioned and deployed onto the tissue of a large polyp that was removed; however, it seemed that the clip hesitated to open. The clip was attempted to deploy, but the jaws would not close and lock onto the tissue causing the clip to detached from the catheter and fell inside the patient in an open state. The detached clip was removed with a rat tooth forceps and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.